Event description:
Pt reported cartridge leaked insulin and this resulted in a "slightly raised" blood glucose level. The cartridge is not reused and is changed every 3-5 days. The pt did not require treatment from a health care professional or second party to address the issue. The cartridge was requested for eval. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.